Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" error code was found in the ventilator's downloaded event log. The device's oxygen blending module board needs to be replaced to address the issue. The repair was cancelled as the device is scheduled for an early lease termination. The device's faulty oxygen blender module board was removed from the device and returned to the united states. The device will be disposed of following lease termination processing.

Manufacturer narrative:
The manufacturer previously reported to a ventilator that was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" error code was found in the ventilator's downloaded event log. The device's oxygen blending module board needs to be replaced to address the issue. The repair was cancelled as the device is scheduled for an early lease termination. The device's faulty oxygen blender module board was removed from the device and returned to the united states. The device will be disposed of following lease termination processing. Upon further investigation the product investigation lab was able to verify a faulty oxygen blender module as noted by service. These posttest failures are due to suspected contamination of the oxygen blender module sensors.